Manufacturer narrative:
Per review, it has been determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said he¿s been bleeding for a while now; while the catheters were not blamed, the patient said he did see a doctor for the bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said he¿s been bleeding for a while now; while the catheters were not blamed, patient said he did see a doctor for the bleeding.